Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient was scheduled for bilateral generator replacement the day after report. About 1 month prior to report, the patient was assaulted on their head and generator sites and ever since then, the patient had not had efficacy. There were bruises at the generator sites. The impedances were all within normal limits (wnl) and x-rays were taken and all looked normal. The doctor would replace the generators and see if the patient received efficacy.

Event description:
Additional information received from a company representative reported the patient was receiving therapy.